Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The implant replacement operation has been completed; however, the ipg was not returned for evaluation. Additionally, sufficient stimulation settings are not provided. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The ipg was replaced to reestablish effective therapy.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced.